Manufacturer narrative:
(B)(4). Investigation summary: 2 photos were returned by the customer. It was reported that blood backed up in the tubing which resulted in leakage. The photos do not show the original sample. They show the reported points where the reported failure occurred on another tubing set. A device history record review for model 2426-0500 lot number 20113154 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the complaint is unable to be verified. Root cause description: the root cause of this failure was not identified as no product was returned. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood backed up into the as lvp 20d dehp 3ss cv tubing and caused leakage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "defect at point where flexible tubing component nests in hard connection piece component. Blood backed up so the staff were unable to preserve the original tubing."